Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a message that smart pass was disabled. Technical services (ts) reviewed the episode and noted this was due to small r waves which led to undersensing. Additionally, noise, oversensing, and an inappropriate shock were noted. Troubleshooting was performed, and noise was able to be reproduced in primary and secondary sensing vectors. Additional troubleshooting options were discussed. The system was subsequently explanted due to the reported inappropriate shock. A transvenous system was successfully implanted. No adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.